Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The patient reported that on an unspecified date/time, he obtained a fasting blood glucose lab result of ¿118 mg/dl¿. The patient was concerned that the subject meter was reading inaccurately high because the 30-day average obtained from the meter memory showed ¿164 mg/dl¿. During the follow-up call, the patient mentioned that he mistakenly thought the ¿118 mg/dl¿ lab result was a 30 or 90-day average and for this reason compared his 30-day average meter average with the lab reading. The patient confirmed he did not test with the subject meter within 20 minutes of when he went to the lab. At the time of the follow-up call, the patient informed the mss that he tests his blood glucose 3-4 times a day and manages his diabetes with metformin, lantus and humulin r insulin. The patient stated that he adjusts his insulin doses based on his blood glucose results. The patient claimed that in the past 6 months that on three different occasions he developed symptoms he associated with a low blood glucose excursion. The patient reported the most recent excursion occurred a few days prior to contacting lfs. The patient reported that he woke up from his sleep feeling ¿shaky, sweaty, confused and clammy¿. The patient confirmed he tested his blood glucose with the subject meter and obtained a result of ¿68 mg/dl¿ and then treated himself with food and/or drink. The patient confirmed feeling better after he treated himself. Prior to the onset of symptoms, the patient stated he has tested his blood glucose the evening prior at approximately 10 pm. The patient did not recall the exact result obtained but believed it was in the ¿190¿s or 200¿s mg/dl¿ range. The patient reportedly administered lantus insulin that evening per his usual routine; however, adjusted the dose based on the meter result. At the time of the follow-up call, the patient informed the mss that he felt he developed the low blood glucose excursion as a result of administering too much insulin. At the time of troubleshooting, the customer care advocate (cca) noted that the patient was using test strips that were either stored improperly or opened past their discard date. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (09/02/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/23/2013 and 8/27/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.